Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during shoulder arthroscopy the needle of the expressew iii autocapture + suture passer got stuck. The complaint device was received and evaluated. Visual observations revealed that the device was slightly worn, used but in expected condition. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. It revealed that the needle was not deploy as normally, after several times the needle was not functioning due to it was very hard to deploy causing stuck issue. The trigger had to be manually pushed back to retract the needle to its original position. The root cause issue reported could be an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a arthroscopic shoulder stabilization procedure on (B)(6) 2020, it was observed that the needle of the expressew iii autocapture + suture passer device got stuck. During in-house engineering evaluation, it was determined that the needle was stuck and would not deploy normally, and that the trigger had to be manually pushed back to retract the needle to its original position. Another device was used to complete the procedure. No patient consequences, or surgical delay reported. No additional information was provided.